Event description:
Edwards received information that a 21 mm bioprosthetic aortic valve, implanted approximately nine (9) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. There are no reported adverse patient effects following the procedure.

Manufacturer narrative:
Multiple attempts to obtain the device and event records were unsuccessful. Without receipt of device or records the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to monitor all events, additional information will be reported if received.